Manufacturer narrative:
Stryker contacted heartsine to report a non-critical issue with a device that occurred during inspection. During evaluation, it was found that the device was emitting distorted audio prompts. This fault was attributed to a faulty speaker. The device was scrapped by heartsine and stryker japan was provided with a replacement device.

Event description:
Stryker contacted heartsine to report a non-critical issue with a device that occurred during inspection. During evaluation, it was found that the device was emitting distorted audio prompts. Absence of voice prompts may lead to an inability understanding how to use the device correctly, which could prevent or delay defibrillation therapy. There was no patient involvement reported with the event.

Event description:
Stryker contacted heartsine to report a non-critical issue with a device that occurred during inspection. During evaluation, it was found that the device was emitting distorted audio prompts. Absence of voice prompts may lead to an inability understanding how to use the device correctly, which could prevent or delay defibrillation therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine further evaluated the devices affected by a faulty speaker and determined that the cause was traced to a faulty speaker, however, no root cause could be determined.